Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Correction/additional information: b3, d1, d4, g5. Additional information: a2, b7, d6, h4, h6, h10 and f10: additional information provided by the hospital medical records indicated that six years and five months post implant of a sapien valve, the patient's echo showed a valve with an elevated mean aortic gradient of 56mmhg. Moderate aortic regurgitation (ar), mild mitral regurgitation (mr) and moderate tricuspid regurgitation (tr). A tee performed 26 days later showed severe aortic stenosis and severe ar. Thirty days later the patient received a second 23mm sapien 3 valve via tf approach. The procedure was classified as successful. The valve was not returned to edwards lifesciences, as it remains implanted in the patient. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. In this case, the root cause for the valve degeneration cannot be determined. However, the valve degeneration may be related to the patient¿s co-morbidities (ckd) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately seven years post deployment of a 23mm sapien xt valve in the aortic position, the patient developed aortic stenosis and underwent a valve in valve (sapien 3 in sapien xt) tavr procedure via transfemoral approach. The patient was reported to be stable at the conclusion of the case.